Event description:
It was reported that the patient received seven inappropriate shocks. Lead fracture, oversensing, and pacing impedance of 1152 ohms was also noted. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed. It was reported that the patient received seven inappropriate shocks. Lead fracture, oversensing, and pacing impedance of 1152 ohms was also noted. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn impedance, high lead(s), fracture of oversensing shock, inappropriate.